Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli-10 pli-20: it was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, especially after docking, when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm2. Troubleshooting was performed by exchanging the sterile interface module (sim), undocking the arm, unbraking and rebraking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.

Manufacturer narrative:
Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg), as well as the associated device data. Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. Microscopic inspection of the drive cables noted no damage. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the instrument was read with no observed failures. Evaluation of the device data indicates that there were multiple occurrences of an error code ¿no attached instrument - motion limits¿ after a sterile interface module (sim) sn: c25amg0064 is attached and the arm cart assembly (aca) is docked, which is consistent with a connectivity issue. Evaluation of the device data for the reported bipolar fenestrated grasper confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a connectivity issue between the sterile interface module and bipolar fenestrated grasper. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the start of the robotic laparoscopic ventral hernia repair procedure, after docking when the assistant attempted to insert the bipolar fenestrated grasper (bfg) into the patient, the instrument was not recognized on arm 2. Troubleshooting was performed by exchanging the sterile interface modules (sims), undocking the arm, unbraking and rebraking, and rebooting one time; since the reboot did not help, the monopolar curved shears (mcs) was attached to arm2 and it worked. The original bfg was then replaced with the new bfg, and the procedure went well. There was no patient injury.